Event description:
A discordant, falsely elevated cardiac troponin I (ctni) result was obtained on one patient sample upon repeat testing on a dimension rxl max with hm instrument. The discordant result was not reported to the physician(s). The sample was initially tested on the same instrument, resulting lower. The sample was repeated on an alternate dimension instrument, also resulting lower. The repeat result from an alternate dimension instrument was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cardiac troponin I result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and replaced the printed circuit boards (pcb), the transducer and the reagent 1 and reagent 2 probes. The cse aligned the system and replaced the u seal platen. The cse then recalibrated the cardiac troponin I assay and aligned the heterogeneous module pump. The cse ran quality controls, which were acceptable. The customer did not obtain any more discordant results. The cause of discordant, falsely elevated cardiac troponin I result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.